Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history records revealed no production related anomalies. The actual sample was pressure and flow tested by pressurizing with air and submerging the sample into a water bath. The unit was confirmed to properly allow forward flow within specification. Four additional flow and leak tests were performed on the sample to challenge each component within the valve. All tests passed within product specification. The reported issue was not able to be confirmed and a definitive root cause was not able to be determined. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the overpressure safety valve was found to have a low flow rate. The connection and occlusion of the roller pump were both checked and confirmed to be normal. The valve was then cut out of the circuit and replaced with an 8mm connector and the low flow rate issue disappeared. This event was initially deemed not reportable on april 6, 2015; however, terumo has issued a voluntary safety alert, 1124841-06/25/2017-001-c, on june 25, 2017. This event has become associated with the safety alert and has since become reportable. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The investigation results and conclusions, previously reported, remain the same.

Event description:
(B)(4).